Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the customer had mentioned that the cabinet had displayed a message stating it could not issue zero medication. A technical support specialist (tss) remoting into the cabinet, the tss had found that the medication request amount had not been changed from zero. The tss had advised that the pharmacy would need to edit the requested amount to what the nurse required, as amounts could not be edited on the facility side after the request was made. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user observed a message indicating that zero medication could not be issued and medication quantity had not been updated from zero. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.